Event description:
It was reported that the device clinic treating health care professional (hcp) suspected loss of capture (loc) on the left ventricular (lv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system and placed a call to technical services (ts) for further review of the presenting electrogram (egm). Upon review, due to patient poor morphology ts experienced difficulties confirming capture on the lv channel. Ts recommended further evaluation and the hcp plans on having patient visit the clinic for in person lead evaluation. The crtd device remains in service. No additional adverse patient effects were reported.